Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a right knee revision surgery due to severe osteolysis and progressive pain. The insert was found to be worn and pitted. Insert, femur and tibia were replaced during the revision.